Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the reason the lead wouldn't go all the way in to the desired place is because of the patients anatomy. They opened a new lead and the issue was resolved. Lead was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep states he was in a case where the lead wouldn't go all the way in and they finally got it connected, but there was a red electrode with high impedance, so they removed that lead and replaced it. Rep still has the original lead (lot # va2yehc029). Ts reviewed disposing according to the site's biohazard policy unless sending it in for analysis.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# (B)(6) serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown/ (B)(6) , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.